Event description:
On (B)(6) 2021,in (B)(6) hospital, the jaw was found misaligned during using on patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) piece lot in october of 2020. Evaluation of the returned instrument shows that the jaws are not loose or misaligned as stated in the complaint. Further evaluation shows that here are no non-conforming features on this instrument. This instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, in (B)(6) hospital, the jaw was found misaligned during using on patient.